Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an elective ipg replacement, it was found that the extension had high impedances. In turn, the extension was explanted and replaced during the procedure, resolving the issue.